Event description:
The complainant has reported that a patient ( age and gender unk) had undergone a post-polypectomy hemostatic clipping procedure within the colon using a bsc resolution clip device. It was reported that during the procedure, the clip would not deploy. "The clip grasped the tissue and wouldn't release from the catheter. The doctor then pulled the device away from the mucosa causing minimal trauma to the bleed site." The physician completed the procedure with another of the same device successfully. It was also reported that there was no further trauma to the bleed site and that the patient "was fine" following this reported event.

Manufacturer narrative:
Evaluation: method: actual device involved was evaluated, visual inspection, optical tests of all specifications performed. Results: component/subassembly failures; shaft (shealth grip), misuse/misapplication of device. Conclusions: device out of specification in a manner that relates to the event, no conclusion can be drawn. The DHR investigation revealed no deviation; of the device specifications, production process specifications, the quality assurance procedure and specifications. All other acceptance records demonstrate the device was manufactured in accordance with the device master record. A batch/lot history search was performed on this device's reported batch/lot number. No other complaints currently exist on this lot. Product was inspected by the manufacturer when received. One device was returned for evaluation. Upon investigation, it was noticed that the clip assembly was not deployed and located outside over sheath appr 0.5" from the distal end. The control wire, cross pin, inner sheath, and spring were removed from the device and returned. The control wire was separated per design. The spool cover was partially broken and the coil was bent proximal end of the bushing. Investigation of the clip assembly revealed that the capsule tabs were open and as a result, the clips were pulled into the capsule and were not locked into the capsule. The proximal ends of the clips were wedged in between the yoke and bushing causing the clip assembly to remain attached to the bushing. The tension breaker was present and undeformed and still attached to the yoke. The end-user may have tried to open the clips while the clip assembly was still located inside the over sheath which can cause the capsule tabs to open. If the end-user then tried to deploy the clip assembly, it would be possible for the clips to be pulled too far into the capsule and not allow the tension breaker to detach from the yoke. The proximal end of the clips could then become wedged in between the bushing and yoke, causing enough force for the control wire to break, and not allowing the yoke to recede far enough into the bushing for the capsule to unlock from the bushing. The device, on an as returned basis, failed to meet specifications as evident by sheath grip being detached from the over sheath. The issue of whether or not the device malfunctioned shall be classified as "unk" since there is no objective evidence to support user error in this. A 15 month complaint history review was performed for product family resolution clip ('06 to '07). Review of the information revealed there are no negative trends for this complaint mode at this time.